Event description:
The event is reported as: complaint alleges: stapler jammed. Staplers would bunch up and not eject. No reported patient injury.

Manufacturer narrative:
No sample available for investigation.